Event description:
It was reported that the implantable pulse generator had an "electrical reset." The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device had a full power on reset of parameters with watch-dog time-out on (B)(6) 2012. Device reset to original settings with no issues.